Manufacturer narrative:
Lot number either 24303496 or 24265494. Device evaluated by MFR: returned product consisted of the zelantedvt thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Inspection of the device presented no damage to the boot/pump assembly system. However, inspection of the device revealed that transition between the proximal and outer shafts was partially separated (10.5cm proximal of the tip) with the inner lumen and hypotube kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation. Functional testing was performed by placing the device in the angiojet ultra console. The device ran within normal range (9.87kpsi), without any leaks from the boot/pump assembly or console errors/alarms. However, the device leaked at the partial separation of the shafts.

Event description:
Reportable based on the device analysis completed on 27mar2020. It was reported that a leak occurred on the pump assembly. An angiojet zelante catheter was selected for use. During preparation, it was noted that the pump line of the cathter had a burst and a saline was coming out on flushing. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. However, product analysis revealed that the transition between the proximal and outer shafts were partially separated 10.5cm proximal from the tip.